Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned with the tissue pad melted and partially detached. The device was tested on a generator and no error code was noted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. A possible cause for this damage is activation of the instrument without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during an open liver resection procedure, the surgeon activated on thick tissue and did not visually see the active blade go through tissue. The surgeon kept on activating device and active knife blade caused a great deal of friction burning through the tissue pad and causing it to default to standby mode. The distal portion of the tissue pad melted but did not fall into the pt. A new device was used to complete the procedure. There were no adverse consequences to the pt.